Event description:
Facility medwatch attached. It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged. The physician was attempting to deploy a taxus express2 3.0 x 20 mm drug eluting stent in a 95-99% lesion in the rca. The lesion had been predilated with a maverick 3.0 x 20 mm balloon. The physician attempted to withdraw the system when he was unable to cross the lesion. The stent dislodged during removal of the wire on which the stent was mounted. The procedure was successfully completed. There were no pt injuries or complications reported.